Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that the esc button wasn't working. The customer just received device a couple of months ago. The customer stated that the device was not bumped or dropped nor exposed to moisture. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape buttons dome switch. No unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.